Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board needs to be replaced to address the issue. The device will be returned to the customer without performing repair and periodic maintenance since they were canceled by the customer.